Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Internet article reports that a patient presented with pain following vulvectomy in 1997. The article alleges that the sutures failed to absorb within two weeks. The patient reportedly underwent multiple cauterizations.